Manufacturer narrative:
The following fields were updated due to corrections: medical device type: jka. PMA / 510(k) #: k981013.

Event description:
It was reported with the use of the bd vacutainer® edta 2k there was an issue with the print almost being completely gone.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd and a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer edta 2k there was an issue with the print almost being completely gone.